Manufacturer narrative:
This complaint was identified during review of a journal article, so information about the case is limited. There was no applicable information from the patient history review since no information about the patient was provided. It is unknown what specific plate and distal screws were used for the operation, so compatibility cannot be determined. Conformance to surgical technique cannot be determined. Surgical techniques are available for zimmer perilocking distal femur plates and motionloc screws. There was no product part or lot information provided, so a complaint review could not be performed. There is not enough information to determine the most likely probably cause of the pain. It should be noted that the hardware remained implanted for nine months and it was not indicated that the hardware was replaced. Due to this complaint being identified during review of a journal article there was no product returned; therefore, no physical evaluation could be conducted. The dhrs could not be reviewed due to lack of product identification, no lot number provided. This device is used for treatment.

Event description:
It is reported that pt was revised due to painful hardware in which distal screws were irritating the pt medially.

Manufacturer narrative:
Info was received via published literature. Please reference literature at the following location: hhtp://www.ncbi.nlm.nih.gov/pubmed/25760500. This report will be amended when our investigation is complete.